Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis event was not confirmed, the culture results of serratia marcescens and klebsiella pneumoniae suggest a breach in aseptic technique. Serratia marcescens is a bacterium that is widely found in water, soil, insects, animals, and plants with a main route of infection being nosocomial infection, family environment and work environment. (Xie et al, 2024) klebsiella is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment and peritonitis probably results from touch contamination. (Salzer, 2018) based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain and went directly to the emergency room (ER) on (B)(6) 2025. The patient had pd cultures drawn on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) ceftazidime daily for three weeks (dose unknown). The cultures were positive for serratia marcescens and klebsiella pneumoniae. The infectious disease team added levaquin (route, dose, frequency, and duration unknown) on (B)(6) 2025. The patient remained hospitalized. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of top cover misaligned (physical damage). There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain and went directly to the emergency room (ER) on (B)(6) 2025. The patient had pd cultures drawn on (B)(6) 2025. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) ceftazidime daily for three weeks (dose unknown). The cultures were positive for serratia marcescens and klebsiella pneumoniae. The infectious disease team added levaquin (route, dose, frequency, and duration unknown) on (B)(6) 2025. The patient remained hospitalized. The cause of the peritonitis was not confirmed.